Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia while using the device, with a documented nadir blood glucose of 68 mg/dl and contemporaneous reading of 73 mg/dl, after having a snack before bed and perceiving subsequent overcorrection by the system. Symptoms included no loss of consciousness, no dizziness, and receipt of device low and urgent low alerts. Outcomes included self-treatment with two glucose tablets, no need for assistance, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and education with guidance to consume additional carbohydrates and monitor glucose for 15 to 30 minutes. Investigation of this case revealed a cause that remains unclear. It was concluded that the event was hypoglycemia with unclear etiology. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.